Event description:
The customer reported that the ventilator will not transition from ac power to battery power. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated.